Event description:
It was reported that pump experienced malfunction alarm with displayed code that caller was able to reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if issue happened again, which caller acknowledged and understood.